Manufacturer narrative:
A beckman coulter field service engineer (fse) dispatched to the customer's site inspected and repaired the instrument. After the service activities were performed, system check passed within specifications and tri-level quality control recovered within expected values. In conclusion, system performance indicators suggest a hardware deficiency was the cause of the false elevated access accutni+3 patient result.

Event description:
On (B)(6) 2018 the customer reported that a false elevated troponin I (access accutni+3) result had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for one patient sample. The elevated access accutni+3 result was released from the laboratory and the patient was treated for a positive troponin result. The customer could not provide details on the treatment. The customer reported receiving wash valve/pump motion error messages on the instrument at the time of the event. There was no report of calibration or quality control issues associated with this event. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.